Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results for the lead revealed no anomalies.

Manufacturer narrative:
Lead: model 3389-40, lot v785798, implanted: na, explanted: na. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedances measured intra-operatively were greater than 4000 ohms on electrodes 3 and 4. The patient also did not have stimulation. The lead was replaced and the patient obtained effective stimulation. Implant damage was suspected.